Manufacturer narrative:
Upon investigation of this incident, the technical support specialist (tss) confirmed with the customer that the issue was escalated to the hospital it team and no further investigation required for this device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to access stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.